Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. During investigation of the device to determine root cause, the technician observed damage to the main housing and defibrillation cable consistent with mishandling. The damage is not consistent with normal wear and tear. The main housing and defibrillation cable were replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.